Event description:
Complainant alleged that during a routine shift check by a clinician, the device's monitor screen went blank, but all other functions worked properly. The complainant indicated that there was no pt involvement in the reported failure.